Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial #: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708120, serial #: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial #: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who had an implantable neurostimulator (ins) for herniated disc. It was reported the patient was feeling ¿arching¿ and burning on the inside. The patient reported this was happening when her old ins was replaced. The patient got the ins replaced and does not have the burning or ¿arching.¿ no further complications were reported/anticipated.